Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Additional information from the rep was provided: dr. Says he fired the device once on the appendix and it worked just fine. A second white reload was loaded into the stapler. The stapler was inserted through the trocar, clamped across tissue/mesentery and fired. During that firing, the dr. Noticed the reload shoot out the distal end of the stapler, which he said he had to go fishing for. The reload was extracted with a grasper through a trocar incision (too big for trocar). When asked what the staple line looked like and how he controlled the bleeding, he said nothing jumped out at him (except for the reload). He didn't control any bleeding because he said he didn't have to. However, the patient had to stay at the hospital a few days due to some blood loss. So he believes there was a leak, but it must have corrected itself and the patient was discharged over the weekend.

Event description:
It was reported that during a lap appendectomy procedure the surgeon inserted the device through the trocar and placed it across the appendix. The reload fell out of the device before it was fired. They removed through the trocar and used another stapler completed the procedure. They completed the procedure with a new like device. There was no patient consequence reported. The device was discarded. (B) (6).